Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported by the patient's daughter that the cause of death was heart attack. It was queried by the family if the leadless implantable pulse generator (ipg) was functioning appropriately. Follow up information was attempted but no additional information was available at this time.